Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received a scs system, including a percutaneous lead, on (B)(6) 2010. The lead was placed occipitally. It was reported that the pt was admitted to the hospital on (B)(6) 2011 to rebury the tip of the lead which had eroded through the skin. The pt allegedly recovered with no additional issues. On (B)(6) 2011, the physician noted that the same lead had skin covering it and it had become roughened. The physician felt the lead may be eroding through the skin again. The pt is under close observation with the physician. No further info is available at this time.